Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with recurring insulin flow blocked alarms. The patient's blood glucose at the time of incident is unknown. The insulin flow blocked alarms occur during bolus attempts; the caller also insisted that the alarm was called reservoir blocked and insisted that the reservoir was faulty. The caller stated that they changed the reservoir once per week, and they were advised to change the reservoir with every single infusion set change. The caller was hesitant about following this advice but stated that they would try. No products were returned or replaced.